Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was confirmed through medical review. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: in this case no correlation between any specific device property and infection can be established. Patient had mainly bad luck to belong to the small percent category of infectious arthroplasty complications. As such this case is caused by an adverse mix of patient-related and procedure-related factors. There are no device-related factors evident in this case while more in general, device-related factors never play a role in infections. Procedure-related factors: infection is primarily a procedure-related complication with sometimes additional patient-related risk factors. Patient-related factors - infection is primarily a procedure-related complication with sometimes additional patient-related risk factors about which there is no specific information in this patient. Device-related factors: none. Diagnosis: infection is primarily a procedure-related complication with sometimes additional patient-related risk factors. Due to the recurrence of infection after previous failed attempt at I&d, a two-stage infection treatment was performed with device removal and temporary antibiotic spacer implantation with secondary reconstruction once the infection is under control. Device history review: the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the medical review indicates that infection is primarily a procedure-related complication with sometimes additional patient-related risk factors. Due to the recurrence of infection after previous failed attempt at I&d, a two-stage infection treatment was performed with device removal and temporary antibiotic spacer implantation with secondary reconstruction once the infection is under control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Sales rep reported a revision surgery of primary left total knee. Competitor spacer implanted for 6 weeks, once infection cleared, will reimplant.

Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #7 l-cem; cat# 5510-f-701; lot# an66x. Triathlon asym patella a38x11; cat# 5551-l-381; lot# lep333. Simplex p speedset full dose 1 pack; cat# 6192-1-001; lot# dkw029. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available

Event description:
Sales rep reported a revision surgery of primary left total knee. Competitor spacer implanted for 6 weeks, once infection cleared, will reimplant.